Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of april 24, 2025 was chosen based on the date the article was received. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name: (B)(6). Block h6: patient code e1906 captures the reportable event of infection. Patient code e2328 captures the reportable event of obstruction. Patient code e2402 captures the reportable event of distention. Impact code f19 captures the reportable event of surgical intervention. Literature source: jorge panach-navarrete, lorena valls-gonzalez, marcos antonio lloret-dura, lucas dieguez-alvarez and jose maria martinez-jabaloyas (2025). Use of the allium stent for management of ureteral pathology: a real-world clinical practice study. Urologia journal, 1-7. Sagepub.com/journals-permissions doi: 10.1177/03915603251341399. Journals.sagepub.com/home/urj.

Event description:
It was reported to boston scientific via an article published in the urologia journal that a study was conducted to carry out a real-world clinical practice study, verifying through prospective analysis whether the allium stent could resolve different types of ureteral pathologies, with strictures of different etiology and cases of urine leakage. This prospective observational study evaluated the effectiveness of the allium ureteral stent in treating various ureteral pathologies, including strictures of different origins and urine leakage, based on real-world clinical practice data from 2021 to 2022. Among 30 patients treated, only 10 experienced successful outcomes with primarily 8 cases of strictures and 2 for urine leakage. Surgical procedure performed antegrade or retrograde pyelography to locate the affected area in the ureter. Then a ureteral guidewire is passed through, and a uromax high pressure balloon catheter is introduced over the guidewire. The most common underlying condition was ureterointestinal stricture, followed by retroperitoneal fibrosis and ureterointestinal urine leakage. Notably, success rates were particularly low for ureterointestinal cases. However, the stent was significantly more effective in patients with ureteral urine leakage or intolerance to double-j stents. A common complication by far the most striking are infections, while the most common cause of failure was persistent hydronephrosis and cases of ureterointestinal stricture. This refers to first of the two reports that pertains to the uromax ultra device used in the same patients and procedures.